Event description:
It was reported that a device alarmed for door not fully latched messages. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found cracks in the threaded insert boss in the front case that mount the pumping mechanism into the case which allowed separation between the front case and the mechanical assembly. This condition has caused door not fully latched messages in the past. The front case was replaced.